Event description:
The procedure was a left renal stenting with a paramount mini stent. The paramount mini stent stripped off in the renal artery during positioning. The stent and catheter (not an ev3 device) looked alike and during positioning it was difficult for the physician to discern between the two. Consequently, the physician did not notice the stent stripping off as the balloon and catheter came back together. Many attempts were made to remove the non deployed stent without success. The physician decided to take the patient to surgery.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the stent associated with this event was received for evaluation with a procedure report with 13 cine images from the procedure was received. 5 of the cine images included the undeployed stent in the renal artery. The resolution of the cine images was not adequate for evaluation of the strut configurations. The stent did not appear expanded but was wedged within a bend of the renal artery. The stent received for evaluation exhibited material deformation.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. An op report w/ cine images received.